Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent an additional surgery to remove the physiomesh device and repair a recurrent hernia on (B)(6) 2012 by dr. (B)(6). It was reported that the patient continues to experience pain, nausea, diarrhea, recurrent hernia defects, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/05/2019.